Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a promus element plus mr ous 4.00 x 12 mm stent delivery system was returned for analysis. The proximal end of the device including the manifold hub was not returned. The crimped stent was examined and found to have moved in a distal direction approximately 2.5 mm from the proximal markerband. The first most distal strut was moved over the distal markerband. The entire stent was damaged, with struts twisted and distorted. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. A visual and tactile examination of the device found that the hypotube was broken 11 mm proximal to the distal end of the strain relief with multiple kinks along the full catheter length. The manifold of the device was not returned for analysis. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-mar-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The eccentric , anomalous target lesion was located in the mildly tortuous mid right coronary artery (mrca). After predilation, a guide support was advanced with difficulties. A 4.00 x 12 mm promus element¿ plus drug-eluting stent (des) was then advanced but failed to cross the lesion. The device and the guide support were removed and a guidezilla guide extension catheter was replaced. The procedure was then completed with a 3.5 x 12 mm promus element¿ plus des. No patient complications were reported and the patient's status was stable and doing well. However returned product analysis revealed stent damage and the stent had moved on the balloon.